Event description:
The following has been reported: reported that a tubing set was received from the infusion center nursing staff and they reported secondary line is plugged, will return the set. No patient harm. The set was received for evaluation: the administration set's straight secondary valve does not allow fluid intake through the port. This has been observed on one admin set out of 4 that were tested. Confirmed that the straight valve on one of the admin sets was still plugged. Three of the admin sets that were packaged together, was not able to replicate the observed issue. Could be potentially related to a blockage at the secondary port needle-free valve which was preventing a secondary infusion. Alert sqa - 1772534 was issued to the supplier related to "blockage at the secondary port" reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.